Manufacturer narrative:
This report is submitted on september 09, 2018. (B)(4).

Event description:
It was reported that the device was explanted on (B)(6) 2018, due to the patient requiring an MRI scan. The patient was reimplanted with a cochlear implant on (B)(6) 2018.